Event description:
It was reported that even after stylus calibration, the point where the stylus touched the programmer screen was inches away from the button that was attempted to be selected. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the display overlay would not calibrate correctly to allow the stylus to function appropriately. It was also noted that the upper and lower case halves were damaged/bent and the left display hasp was broken.